Event description:
It was reported that a right atrial (ra) lead was explanted due to lead fracture. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.

Event description:
It was reported that a right atrial (ra) lead was explanted due to lead fracture. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The fracture allegation was confirmed based on the finding of a fractured outer conductor, located ~20 cm from the terminal end. Fracture characteristics are consistent with cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.